Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. The indications for use included post lumbar laminectomy syndrome and spinal pain. It was reported that the patient's pump was refilled on (B)(6) 2017, and after the alarm the patient heard the alarm every 20 minutes. By the time of the call the patient reportedly heard the alarm every 10 minutes. The patient's personal therapy manager (ptm) displayed error code 8474, indicative of a reset. It was confirmed that the patient was hearing a critical alarm. No patient symptoms were reported, and the patient was redirected to a healthcare provider. Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that the patient had to drive from (B)(6) to (B)(6), and would not be seen until (B)(6) 2017. It was reviewed that the logs would need to be read to determine the type of reset, and it was confirmed that the pump was on the list of pumps with a higher likelihood of low battery.